Event description:
A report was received that the patient was burned by her charger while charging her ipg. The patient claims she was burned 6-8 times and the burn was 1-1/2 inches in diameter. The patient did not seek medical treatment, but the patient is reportedly doing well.

Manufacturer narrative:
Boston scientific initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to boston scientific and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Boston scientific is no longer manufactures or distributes charger 1.0 devices. This is the final report.